Event description:
Info received indicates the pump continues to pump air after the food is gone. Rate: 60 ml/hr. Dose: 180 ml. The feeding schedule is three hours.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.